Event description:
Maude event voluntary report (B)(4) was received. A copy of the report will be included in this report. This report is for an unknown locking screw. This is report 10 of 11 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown locking screw. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.